Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) was present in the patient's home when the event occurred. The fse evaluated the device and verified the malfunction. The fse then replaced the flow sensor and the ventilator passed all testing.

Event description:
It was reported that during patient use, a ventilator became inoperative. The ventilator stopped cycling but there was no report that the patient was transferred to another ventilator. There was no report patient harm associated with this event.